Manufacturer narrative:
(B)(4).

Event description:
It was reported the operating physician ¿suspected a dura mater lesion due to thuoy needle during lead implant.¿ it was further reported the physician thought ¿the needle conformation was more traumatic rather than the previous versions.¿ it was stated the patient experienced a ¿loss of liquor¿ at an unknown location as a result of the event. Additional information stated the patient was hospitalized for three days due to the ¿liquor loss.¿ it was noted that as of a week after initial report, the ¿liquor loss was stopped.¿ it was reported that at that time the patient ¿felt fine¿ and was receiving ¿effective therapy.¿ a supplemental report will be filed if additional information is received.